Event description:
It was reported that the insulin pump was dropped in water and water was observed under the display screen. The caller did not know the blood glucose reading. The caller stated that he was able to hear water when he shook the insulin pump. He did not know how the damage had occurred. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.